Event description:
This is an international report of a check supply line alarm where the home patient (hp) stated that he changed out the cassette three times but not the bags. The technical service representative (tsr) explained that the bag was probably the issue since changing the cassettes did not fix it. The tsr then explained that supplies were compromised and the hp would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. The assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.